Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed low battery for the past three days, and the customer was experiencing high blood glucose of 16.7mmol/l. It was stated that the battery did not last more than a week. It was stated that the customer experienced stomach sickness and ketones. Troubleshooting was performed and the drive support cap was not evenly recessed in the insulin pump. Advised the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm test and self test. All operating currents were within specification. Low battery alarm and no power alarm functioned properly. Drive support disk was inspected and no anomaly was noted.